Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken wire was identified on a prograsp forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. An additional observation not reported were scratches on the surface of the distal pulley. An additional finding was various scratches on the distal end of the main tube with light material removal and a rough surface finish. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.